Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The explanted model 102 generator and lead were received for analysis on 05/20/2015.

Event description:
It was reported on (B)(6) 2015 that the patient had a full revision of both the lead and generator that day due to high impedance. The device system diagnostics were reported to be abnormal prior to surgery. The explanted devices have not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the generator was completed and approved on 06/15/2015. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis for the explanted lead was completed and approved on 06/25/2015. An analysis was performed on the returned lead portions. A large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The incision mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.